Manufacturer narrative:
Evaluation results: evaluation of the returned device found the posey alarm has signs of excessive force or impact as it has scuff marks on the exterior housing, and the wall/wire bracket and battery slots have deformations preventing the battery compartment door from sliding into place smoothly. In addition, a pin inside the sensor receptacle appears to be misaligned. The customer also returned the sensor that was being used at the time of the incident and the returned sensor pad was not a posey sensor and was clearly identified with other manufacturer labels. The posey sitter elite alarm instruction manual warns the user to never connect other manufacturers' sensor to a posey alarm/unit. Use of another manufacturer¿s sensors may damage the posey alarm, can cause the fall monitoring system not to function as intended. In addition, the silkscreen artwork from the other manufacturer sensor pad also warns the customer to only use components and supplies specified by the manufacturer. The posey alarm was tested with a posey sensor pad and passed all functional tests. In comparison, the posey alarm was also tested with the returned sensor pad (non-posey) and the alarm did not sound with or without weight on the pad. Therefore, it appears use error contributed to the event. Note: instructions for use state: test several places along the entire surface of the sensor by applying and removing pressure to make sure the alarm activates when pressure is removed from the sensor/mattress, or when you unfasten the chair belt sensor. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/ or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or the chair belt sensor is unfastened. (B)(4).

Event description:
Customer reported the alarm sounds when the patients weight is applied to the sensor and does not sound when the patients weight is lifted from the sensor. As a result the patient fell out of bed and broke her hip.